Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 a suture was used. A surgeon sustained a finger laceration when an adhesive vial fractured when being applied to a patient. The broken vial penetrated two layers of surgical gloves resulting in a cut to the surgeons finger. The surgeons' gloves were contaminated with the patients blood, creating a potential exposure risk. The surgeon followed appropriate post-exposure protocol and the incident has been documented by the facility. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, if yes, describe: surgeon received laceration - followed post exposure protocols, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of surgeon wound? Did the reported issue contribute to any patient adverse consequences? What was the name of the procedure? What was done to treat the shard penetration of the user/clinician? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.